Event description:
After the iab was inserted under fluoroscopy into the pt, the dr noted that the iab in the pt. The iab was not returned to co for evaluation. The iab was discarded by the facility. (Even complications: unk - reported 4/18/97). (Pt's current status: unk-rpt'd 4/18/97).